Event description:
Complainant alleged that during patient use, the autopulse® platform displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message. Customer attempted to realign the patient and reset the lifeband. After they did this, the autopulse just powered off. This occurred on three different occasions with different patients. Customer does not have any patient information. However, no adverse patient sequelae was reported. No further details were provided. Please note that the date of event was not provided.

Manufacturer narrative:
Please see the following related MFR reports: #3010617000-2015-00028 for patient # 1; #3010617000-2015-00029 for patient # 2. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.